Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was 239 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to verify a12 alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.